Event description:
Acecide-c bottles leaking in inner package (4 of 6 bottles leaking). Leaking product collected by evs staff for disposal. This is fourth occurrence reported (2/11). Had another leaking package today (2/12). Lot numbers are noted. FDA safety report ID# (B)(4).